Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed low speed and pump stop events; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. Although the low flow alarms were observed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined. The submitted system controller log file captured several low flow hazard alarms occurring on (B)(6) 2020. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. Aside from the low flow events, the log file captured normal pump function until (B)(6) 2020 at 23:02:50. Between 23:02:50 and 23:03:31 on (B)(6) 2020, low speed events resulting in pump stops were captured. The abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, low speed operation, and motor stop alarms. By 23:05:46 the pump speed returned to the set speed of 9000 rpm. These observed low speed and pump stop events occurred while the patient was connected to the power module. Based on previous complaint history, the abnormal pump operation appeared consistent with potential driveline issue. An additional submitted system controller log file captured the pump speed dropping below the low speed limit again on (B)(6) 2020 at 12:51:23, resulting in another pump stop. This low speed/pump stop event was associated with low speed hazard, low flow hazard, driveline fault, low speed operation, and motor stop alarms. By 12:57:00, the pump had resumed operating at its set speed of 9000 rpm. The observed event occurred while the patient was connected to the power module. This event appeared consistent with the account¿s report of a driveline repair performed on 23apr2020. A distal-end driveline replacement was performed on 23apr2020 and approximately 18.75¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. The silicone jacket and bionate layer were unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief, approximately 4", 5", 10", 11.5" and 14" from the metal connector. The bionate and shielding were removed, and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. Heartmate ii lvas IFU and heartmate ii lvas patient handbook are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file was sent in for analysis. The analysis revealed two successive pump stops that occurred on (B)(6) 2020. X-rays of the percutaneous lead were requested but not provided. It was recommended that the patient be on battery power until the further investigation. A driveline repair was performed on 23 apr 2020. A log file was sent in for analysis post driveline repair and the pump appeared to be functioning as intended.